Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The device has not been returned for evaluation. We are filing this report in an overabundance of caution to meet reporting deadlines we will file a follow-up when additional data becomes available.. While using the device the end-user was rolling down the hill. The device hits a little bump, and the side of the wheelchair by his hips cracked. He sustained a slash at the top of his arm. The end-user lives in a rehab center.